Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The manual "try-it" test was performed and passed. A wiggle test was performed and passed. The receiver functional test was performed and it passed. The receiver case was opened for an internal visual inspection and it passed. The vibrator resistance was measured and was found to be within specification. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. The reported event of no vibration was not confirmed. A probable cause could not be determined.